Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was with his family and neighbors when he suddenly passed out. The patient¿s cgm reading was 119 mg/dl, and the bg meter was reading 70 mg/dl. Emergency medical services (ems) was called by a neighbor. Ems arrived and treated the patient with IV glucose and transported him to the emergency room. It was not specified how long the patient was unconscious. There was no information of any medication or treatment being provided to the patient while in the ER. The patient was discharged home after a ¿couple of hours¿. After discharge, the patient went out to get something to eat and then home, where he changed his sensor. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.